Manufacturer narrative:
(B)(4). Physio-control downloaded the electronic patient record from the event for review. Upon review of the electronic patient record, physio-control verified the reported issue. Physio-control then performed an initial evaluation of the customer's device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that there was a delay in providing care to a patient while using their device due to a "connect electrodes" message. A "connect electrodes" message indicates that the patient was not being detected by their device and, as a result, could delay or prevent defibrillation if it were necessary. The customer reported that as a result of the reported issue there was a delay in care of approximately 2 minutes. The customer confirmed that they were using physio-brand electrodes. A backup device (lifepak 15) was connected to the patient and used to continue patient care. The patient, a (B)(6) female, did not survive the reported event. The customer advised that they are unsure if the device use contributed to the outcome of the patient, or what impact the delay in care may have had.

Manufacturer narrative:
Physio-control has determined that the root cause of the reported issue was mechanical wear-through of the contact plating, which exposes underlying nickel and copper layers. These layers can then form an oxide layer that increases the contact resistance and in turn the electrical impedance of the connector. An electrical impedance that is too high will cause the device to not recognize a patient and give the "connect electrodes" message.

Event description:
The customer contacted physio-control to report that there was a delay in providing care to a patient while using their device due to a "connect electrodes" message. A "connect electrodes" message indicates that the patient was not being detected by their device and, as a result, could delay or prevent defibrillation if it were necessary. The customer reported that as a result of the reported issue there was a delay in care of approximately 2 minutes. The customer confirmed that they were using physio-brand electrodes. A backup device (lifepak 15) was connected to the patient and used to continue patient care. The patient, a 55 year-old female, did not survive the reported event. The customer advised that they are unsure if the device use contributed to the outcome of the patient, or what impact the delay in care may have had.

Manufacturer narrative:
Physio-control replaced the therapy connector wire harness and then completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed therapy connector wire harness and determined that the likely cause of the reported issue was due to fretting corrosion on the contact surfaces of the therapy connector wire harness assembly's quik-combo connector.

Event description:
The customer contacted physio-control to report that there was a delay in providing care to a patient while using their device due to a "connect electrodes" message. A "connect electrodes" message indicates that the patient was not being detected by their device and, as a result, could delay or prevent defibrillation if it were necessary. The customer reported that as a result of the reported issue there was a delay in care of approximately 2 minutes. The customer confirmed that they were using physio-brand electrodes. A backup device (lifepak 15) was connected to the patient and used to continue patient care. The patient, a (B)(6) female, did not survive the reported event. The customer advised that they are unsure if the device use contributed to the outcome of the patient, or what impact the delay in care may have had.